Event description:
In situ measurements were showing affected channels. The recipient's teacher had reported a change in responsiveness 2 weeks prior. There was no report of an accident, injury or changes in health. Recipient was reimplanted. This report refers to 9710014-2019-00430. For further information please refer to this report.